Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged fractured catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization, chemical degradation, and pinch off; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Event description:
It was reported that approximately two years and four months post port placement, the port catheter allegedly fractured into two segments. The distal segment migrated to the right ventricle and was removed via multi-loop snare through the femoral path. It was further reported that the port device was removed the same day. Reportedly, the port was not replaced; as the port was no longer needed for treatment. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the port catheter allegedly fractured at some unknown time. It was further reported that the port device is scheduled to be removed at a later date. There was no reported patient injury.